Event description:
It was reported following an unrelated cardiac procedure that the atrial lead dislodged. Dislodgement was confirmed by chest x-ray. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.